Event description:
It was reported that the customer's pump screen was dark and would not turn on. The customer declined to provide their blood glucose level at the time the issue was noticed. Customer technical support (cts) instructed the customer on various troubleshooting steps, but the pump did not turn on. As a resolution, cts decided to replace the pump and confirmed the shipping address. The pump was within warranty, and the customer was advised to use multiple daily injections as a backup therapy to ensure continued insulin delivery.